Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that their avea ventilator generated a "vent inop" (ventilator inoperative) alarm and it would not ventilate. The customer alleged the problem was caused by the gde (gas delivery engine). No patient involvement associated with event was reported to carefusion.